Manufacturer narrative:
This supplemental report is being submitted to provide correction to previously submitted h11 field on initial report. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
The product was returned for investigation. The investigation results are summarized in the product analysis summary. This complaint investigation is supported with prior investigations performed through the product technical investigation (pti) process.;

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had insertion tube corrosion. There was no patient involvement.